Event description:
It was reported that during a routine check-up, the controller and the ventricular assist device (vad) exhibited multiple alarms, including an electrical fault alarm and a high watts alarm, although all readings are now within normal limits. The engineering team suspected potential wire damage or a loose connection and recommended checking for these issues. The vad is included in the subgroup 3 population for delay or failure to restart. It was also reported that an active controller fault alarm occurred and was permanently muted. The vad and controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-may-2022 / serial#: (B)(6) ; d9: no h3: no h4: mfg date: 12-may-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as the vad remains impla nted, and the controller remains in use. A review of the pump¿s device history record confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. A review of the controller¿s device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed an electrical fault alarm logged on (B)(6) 2025 at 11:03:29, as well as fifteen (15) reactivation events logged since 13/feb/2025, indicating an open phase on the front stator, causing the pump to run on a single stator (rear stator only). A high watt alarm was subsequently logged on (B)(6) 2025 at 11:03:32 due to the increased power consumption required to run on a single stator. In addition, log file analysis revealed two (2) controller fault alarms logged on (B)(6) 2024 at 20:45:49 and on (B)(6) 2024 at 07:30:10, indicating an issue with the internal battery. Log files also revealed that the controller had been in use for more than two (2) years. As a result, the reported electrical fault, high watt, and controller fault events were confirmed. Applicable risk documentation, experience with events of similar circumstances and the available information were considered; a possible root cause of the controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on risk documentation and the available information, a possible root cause of the electrical fault alarm, reactivation events, and high watt alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. Additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.